Manufacturer narrative:
B5; additional information received: it was said the death was probably related to the rupture but the cause is completely unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v amc2424c150tj, serial/lot #: (B)(6), ubd: 13-jan-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during an emergency zone 2 thoracic endovascular aortic repair of a ruptured thoracic aortic dissection. The proximal landing zone was 15 mm, but the procedure was completed without complications, and no endoleaks were observed. The patient remained stable following the procedure. It was reported postoperatively during the night on (B)(6)2025, the patients condition suddenly deteriorated and the patient expired. Per the physician the cause of death cannot be determined due to a CT scan not being performed.